Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times. Customer's blood glucose (bg) level was 37 mg/dl. Cause of the low bg is unknown. Customer drank orange juice to address the low bg. Customer continued to use pump for insulin therapy.